Event description:
It was reported that during a laparoscopic procedure, the device could not be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned with no visual non-conformances and with a reload loaded in the device. The reload was received partially fired 1/16. In addition, the one piece sled was found broken. It should be noted that if the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument.